Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer initially reported that their device had logged multiple event codes. After an evaluation of the device by physio-control, it was observed that the device was locking up when attempting to perform the boot up process. There was no patient use associated with the reported failure.